Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention is one of the potential complications cited in the IFU associated with this product. Additionally, in the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ in this case, retrieval was attempted after 175 days following implant.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by dr. (B)(6) at (B)(6). The patient had a scheduled retrieval approximately 37 months later, on or about (B)(6) 2016 but the attempt was unsuccessful as the filter was found to be embedded into the caval wall, tilted and several struts were perforating the vena cava. The patient underwent a second retrieval attempt approximately 5 months later, on or about (B)(6) 2017 but was unsuccessful as the filter again was found to be embedded in the cava wall, the filter was tilted and several struts were perforating the vena cava. The patient underwent a third retrieval attempt approximately one month later, on or about (B)(6) 2017 and the filter was retrieved. The patient claims to have ¿suffered significant injuries¿ including but not limited to an embedded filter and vena caval penetration, and suffered physical pain as well as anxiety. Argon¿s attorneys are attempting to gather additional information.